Event description:
It was reported during pacemaker replacement procedure on (B)(6) 2022 that the setscrew was difficult to loosen. After cleaning and removing parts from the plugged area, the device was successfully explanted and replaced. Post-procedure the patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of difficulty removing the right ventricular lead from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker header design, which is known to have lead insertion and removal difficulties. A header re-design has been implemented to correct the issue. Analysis of the setscrews show no anomaly. The cause of the removal difficulty was due to the header design.